Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 04/27/2015 to report that on (B)(6) 2015 the receiver had a low transmitter battery. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 05/16/2016. Complaint for a low transmitter battery could not be confirmed, however, transmitter failure was found and confirmed on 04/23/2016. The root cause was determined to be a defective transmitter post investigation. Based on the findings of a transmitter failure this is now reportable. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 the receiver had a low transmitter battery. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.